Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information as part of internal complaint handling activities: date of event was documented as (B)(6) 2020 as a best estimate. The reporter stated that the broken screw was identified ~2 weeks before the scheduled removal ((B)(6) 2020). Catalog # and serial # not utilized by trilliant surgical. Expiration date not applicable (n/a) to non-sterile trilliant surgical products. Lot # and unique identifier (UDI) # could not be confirmed. All possibilities are listed below. Implanted date was documented as (B)(6) 2019 as a best estimate. The reporter stated that the patient had undergone a tn fusion five (5) months prior to the scheduled removal ((B)(6) 2020). Reprocessor name and address n/a to this report. Concomitant medical products and therapy dates not reported. If follow-up, what type? N/a to this report. Per item 5 above, device manufacture date could not be confirmed. All possibilities are listed below. Correction/removal number n/a to this report. No files attached to this report. Investigation (including evaluation summary of device(s) returned to manufacturer). Review of surgical technique: limited information was provided for the surgical technique / conformance to the IFU for the original implantation. As a result, the surgical technique and its conformance to the respective IFU was not further investigated. DHR review: while the specific lot number of the involved implants* could not be identified, the following lot numbers and associated UDI / date of manufacture were identified and reviewed as possibilities based on the applicable sales representative's current inventory leading up to the case: part #200-40-050, lot #75bb0804 [manufactured 02/06/2012, UDI (B)(4) which had no associated nonconformance reports (ncrs), reworks (rwks), or deviations. Part #200-40-050, lot #tsl002864 [manufactured 08/19/2015, UDI (B)(4) which had no associated nonconformance reports (ncrs), reworks (rwks), or deviations. Part #200-40-050, lot #tsl002155 [manufactured 04/09/2015, UDI (B)(4) which had no associated nonconformance reports (ncrs) or reworks (rwks). Dev 15-0013 was associated with the lot; it was initiated in order to deviate from the specified cruciform depth dimension. There were no issues involving the cruciform depth dimension correlating to the reported event. Part #200-40-050, lot #01337 [manufactured 05/27/2009, UDI (B)(4) which had no associated nonconformance reports (ncrs), reworks (rwks), or deviations. Part #200-40-050, lot #01466 [manufactured 07/02/2009, UDI (B)(4) which had no associated nonconformance reports (ncrs), reworks (rwks), or deviations. Part #200-40-050, lot #tsl004178 [manufactured 09/27/2016, UDI (B)(4) which had no associated nonconformance reports (ncrs), reworks (rwks), or deviations. Part #200-40-050, lot #tsl006031 [manufactured 04/09/2018, UDI (B)(4) which had no associated nonconformance reports (ncrs), reworks (rwks), or deviations. Part #200-40-050, lot #tsl005847 [manufactured 01/29/2018, UDI (B)(4) which had no associated nonconformance reports (ncrs) or reworks (rwks). Dev (B)(4) was associated with the lot; it was initiated in order to use equipment # 9004 in place of equipment # 9025 for pre-cleaning operations. This deviation does not correlate to the reported event. Part #200-40-050, lot #tsl006785 [manufactured 05/10/2019, UDI (B)(4) which had no associated nonconformance reports (ncrs), reworks (rwks), or deviations. Information related to the broken screw: as part of the investigation, sales support specialist 1 worked with distributor 1 to try and confirm the unknown device's length (identified as part, 200-40-0xx), and ultimately confirm the part number and name of the complainant device. Distributor 1 stated that she believed the screw to also have been a 4.0 mm x 50 mm screw (p/n 200-40-050), but stated she could not confirm. As part of the lot number investigation performed in accordance with wi-0105, lot number investigation for ccrs, the most previous shipment (B)(4) of consignment parts to the customer (in order to replenish recently used inventory) included three (3) 4.0 mm tiger cannulated screws - two (2) 50 mm and one (1) 12 mm screw. As the broken screw, even with the threads missing, is longer than 12 mm, distributor 1's assumption of the length is highly likely based on the physical inspection which confirms that the screw is a 4.0 mm and recent sales history / shipments. As such, the lot number possibilities / DHR review documented above, shall apply to the broken screw. Visual / dimensional inspection: the returned screws were visually inspected. The threads of the complete (not broken) screw (200-40-050) appeared to be sheared which can often indicate that the screw has run into other hardware. With x-rays not available, it was not able to be definitively determined if other hardware was involved. The broken screw (200-40-0xx) was confirmed to be broken as stated within the reported event. The screws underwent 100% inspection (as applicable due to one of the screws being broken in half) per the most current specification - (B)(4). Both screw heads were damaged due to wear and tear from insertion and removal. As one of the screws was confirmed to be broken in half, features regarding the threads and length could not be measured. There were no observations from the visual inspection correlating to the screw breaking / backing out. Simulated use testing: the screw was reported to have backed out of the surgical site and was additionally broken. This event cannot be recreated through simulated use testing on sawbone. As a result, simulated use testing was not performed. Evaluation of similar complaints: review of the complaints log from may 2019 to may 2020 identified nine (9) reports involving removal cases for tiger cannulated screws. Root causes for all similar complaints were reviewed, however, identified root causes were unable to confirm the reported event based on the details provided (reference summary / root cause analysis below). Summary / root cause analysis: based on the potential contributing factors investigated, the root cause of the event remains unknown. The screw failed to hold the fusion site until osteogenesis occurred. One of the removed screws was confirmed to be broken. The visual inspection revealed that the screws may have run into other hardware (based on screw thread damage); however, that could not be definitively determined with no x-rays available. The dimensional inspection did not provide insight into why the screw had broken post-operatively. As similar complaints reported root causes, such as failure to follow the IFU and patient noncompliance, there was limited information regarding the surgical technique and patient noncompliance was not reported. Thus, the root cause of the removal case for the broken screw remains unknown.

Event description:
On 05/18/2020, a trilliant surgical quality engineer received a red padded pack from distributor 1 at the office via trilliant's receiving department. Distributor 1 did not have any pending customer complaint reports (ccr) at the time. Distributor 1 was followed up with by sales support on 05/18/2020 regarding the red padded packs contents, a 4.0 x 50 mm tiger cannulated screw (200-40-050) and a broken 4.0 mm cannulated tiger screw (200-40-0xx), length unknown. Distributor 1 reported to sales support that the 200-40-050 and the broken 200-40-0xx were removed on (B)(6) 2020 at facility 1 by dr. The patient, a (B)(6) male estimated to weigh around (B)(6) lbs, had undergone a tn fusion with dr. 1 five (5) months prior to the (B)(6) 2020 removal (~(B)(6) 2019). Distributor 1 said there was no reported non-compliance; the patient went in to see dr. 1 two (2) weeks prior to the (B)(6) 2020 removal (~(B)(6) 2020) and it was discovered the 4.0 mm tiger cannulated screw (200-40-0xx) had broken and began to back out of the surgical site, union was believed to have occurred at this time. During the (B)(6) 2020 removal, dr. 1 discovered that union had only partially occurred. The doctor removed the implanted 200-40-050 and the headed portion of the broken 4.0 mm tiger cannulated screw, leaving the threaded portion of the screw in the patient's navicular. The tn fusion was revised by implanting staples and packing the site. The 200-40-050 and broken 4.0 mm cannulated tiger screw were returned to trilliant's corporate office for further investigation.